Event description:
It was reported that patient performed a manual transmission after receiving a vibratory alert. The device was found to be in backup vvi mode. Patient was brought into clinic and a device code download was performed successfully. Patient is doing well and the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.